Event description:
Customer reported due to a delivery delay of their replacement meter, they were unable to test and experienced symptoms of high blood glucose including blurry vision and stated they lost consciousness. Customer denied self-treatment, there was no third-party medical intervention or diagnosis reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
Product is not expected back for investigation, this is a final report.